Event description:
The manufacturer received information alleging a ventilator was alarming for a flow sensor error. There was no harm or injury reported. The external flow sensor was replaced to address the issue. The external flow sensor was returned to the manufacturer for evaluation. The external flow sensor was contaminated with dust and dirt.